Event description:
It was reported that this insertable cardiac monitor (icm) was coming out of the skin of the patient. The patient underwent a surgical intervention to have their icm device removed by the physician. Attempts to gather additional information were unsuccessful, due diligence has been completed. No additional adverse patient effects were reported. This icm device has not been returned for analysis.